Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call to have received an "off no power" alert and did not receive a low battery alert prior. Customer also reported that battery longevity was very short. Customer's blood glucose was unknonwn. During troubleshooting, customer reported that battery was not previously used and insulin pump was not dropped or bumped. After troubleshooting, customer was advised that battery cap would be replaced.

Manufacturer narrative:
The insulin pump was monitored for several days. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery power loss alarm anomalies noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.